Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. It was confirmed that the customer is still able to access the pump features. Customer's blood glucose levels was 160 mg/dl. It was indicated that the customer has back up lantus injections for continued insulin therapy.